Event description:
It was reported that 2 needles 30ga 1/2in experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: we have had another two incidents where the actual needle is mis-shapen inside the sheath, and as a consequence the drug that was drawn up to be used in the needle had to be discarded. I have not saved the needles but I witnessed myself that the sheath was removed appropriately.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 191017. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility. The twenty retained samples were examined and no defects were observed. Based on the investigation results a cause for the reported incident could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needles 30ga 1/2in experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: we have had another two incidents where the actual needle is mis-shapen inside the sheath, and as a consequence the drug that was drawn up to be used in the needle had to be discarded. I have not saved the needles but I witnessed myself that the sheath was removed appropriately.